Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer; unable to verify prime alarms due to motor error alarms.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded drive support disk. The pump was unable to verify compromised force sensor system alarms due to motor error alarms. The pump received was with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, broken battery tube threads, broken reservoir tube lip, missing end cap sticker and stained address serial number label. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated that when he rewound and primed the line, insulin squirted out in a stream. The customer stated that he tried to do a set change and he received a compromised force sensor system alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.